Event description:
A customer received questionable calcium results during two separate days. She provided initial and repeat results for 32 patient samples collected from five patients. Seventeen of the samples had discrepant results. Both initial and repeat testing were performed on this cobas integra 400+ analyzer (serial number (B)(4)). Sample 1, initial calcium result was 9.3 mg/dl. The same sample repeated (B)(6) 2010 gave 10.3 mg/dl. The initial result was reported outside the laboratory and a corrected report was issued. Sample 2, male, initial calcium result was 8.9 mg/dl. The same sample repeated (B)(6) 2010 gave 9.8 mg/dl. The initial result was reported outside the laboratory and a corrected report was issued. Sample 3, male, initial calcium result was 8.2 mg/dl. The same sample repeated (B)(6) 2010 gave 9.0 mg/dl. The initial result was not reported outside the laboratory. Sample 4, male, initial calcium result was 9.1 mg/dl. The same sample repeated (B)(6) 2010 gave 9.9 mg/dl. The initial result was reported outside the laboratory and a corrected report was issued. Sample 5, male, initial calcium result was 8.7 mg/dl. The same sample repeated (B)(6) 2010 gave 9.7 mg/dl. The initial result was not reported outside the laboratory. Sample 6, male, initial calcium result was 8.4 mg/dl. The same sample repeated (B)(6) 2010 gave 9.7 mg/dl. The initial result was not reported outside the laboratory. Sample 7, male, initial calcium result was 8.3 mg/dl. The same sample repeated (B)(6) 2010 gave 9.6 mg/dl. The initial result was not reported outside the laboratory. Sample 8, initial calcium result was 8.2 mg/dl. The same sample repeated (B)(6) 2010 gave 9.4 mg/dl. The initial result was not reported outside the laboratory. Sample 9, initial calcium result was 8.5 mg/dl. The same sample repeated (B)(6) 2010 gave 9.7 mg/dl. The initial result was not reported outside the laboratory. Sample 10, male, initial calcium result was 8.2 mg/dl. The same sample repeated (B)(6) 2010 gave 9.3 mg/dl. The initial result was not reported outside the laboratory. Sample 11, male, initial calcium result was 8.4 mg/dl. The same sample repeated (B)(6) 2010 gave 9.6 mg/dl. The initial result was reported outside the laboratory and a corrected report was issued. Sample 12, male, initial calcium result was 8.5 mg/dl. The same sample repeated (B)(6) 2010 gave 9.7 mg/dl. The initial result was reported outside the laboratory and a corrected report was issued. Sample 13, male, initial calcium result was 8.6 mg/dl. The same sample repeated (B)(6) 2010 gave 9.9 mg/dl. The initial result was reported outside the laboratory and a corrected report was issued. Sample 14, male, initial calcium result was 8.2 mg/dl. The same sample repeated (B)(6) 2010 gave 9.3 mg/dl. The initial result was not reported outside the laboratory. Sample 15, male, tested (B)(6) 2010, initial calcium result was 8.6 mg/dl. The same sample repeated (B)(6) 2010 gave 10.0 mg/dl. It is unknown which results were reported. Sample 16, male, tested (B)(6) 2010, initial calcium result was 8.9 mg/dl. The same sample repeated (B)(6) 2010 gave 9.8 mg/dl. It is unknown which results were reported. Sample 17, male, tested (B)(6) 2010, initial calcium result was 9.4 mg/dl. The same sample repeated (B)(6) 2010 gave 10.8 mg/dl. It is unknown which results were reported. The patients were not adversely affected due to the erroneous results. The field service representative determined the calcium reagent was the cause of the discrepancies and he sent a new lot of reagent to the customer which resolved the issue. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.